Event description:
A physician reported a pt who was treated on 11/10/97 into the nasolabial folds, upper and lower vermilion borders, and the corners of the mouth. On 11/17/97, the pt developed facial swelling. She was seen that day by a consulting dermatologist, who did not believe the swelling was related to the collagen. He believed it was related to a food allergy, and the pt had a previous history of food allergies. He prescribed oral cortisone and suggested another collagen skin test. The next day, the swelling was much improved. On 11/19/97, the pt was seen by the injecting physician with swelling and hives on her face, including but not limited to, and no more remarkable at injection sites. On 2/6/98, the physician reported that the swelling and hives resolved on approx 11/25/97. He believed the symptoms were possibly related to collagen.